Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The device passed all functional and pacing tests with no discrepancies found and no issues reproduced using known-good accessories. Device log review showed pacing was initiated but ECG was lost or presented significant artifact. A successful 30j test was completed suggesting the device is capable if pacing and defibrillation. The observed behavior is consistent with poor coupling, but the electrode pads used in the event were not available for investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 64-year-old female patient, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.